Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigation. Visual inspection has been performed on the returned reader and no damage was observed. The reader did not power on with button, retained test strips, or usb cable. The reader was sent for further investigation and de-cased. Visual inspection was performed on the de-cased reader's pcba (printed circuit board assembly), liquid contamination and burn marks were observed. Further extended investigation was performed and the reader's display screen observed to have melted edges. Further internal visual inspection was performed and burn damage to the pcba's components was observed, along with melted battery wires and soot to the back of the reader's battery. It has been determined that the burn damage is consistent with reader being exposed to an electromagnetic radiation source such as a microwave oven, which likely resulted in the damage at the edge of screen. Therefore, the issue is not confirmed due to a user issue. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. The reader's cable and adapter have not been returned at this time. If product is returned, an investigation will be performed a follow up will be submitted. All pertinent information available to abbott diabetes care has been submitted.